Event description:
Reportedly, the pt was non-weight bearing on the left leg due to ankle surgery. The pt was using the walker, stopped and the right front leg of the walker broke. No medical treatment was required.